Manufacturer narrative:
The manufacturer¿s devices registration system indicates that the pump was replaced during the procedure. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine via an implanted pump. Per the reporter, the patient had morphine in the pump since implant and thought the dose was 2.5 mg/day. The indication for pump use was non-malignant pain. It was reported that about 4 months after implant the patient began having pain coming from her sacral iliac joint which had gotten worse and worse over time, so the hcp (healthcare provider) was going to be relocating the pump from the patient¿s lower left lumbar area to the patient¿s right front abdomen. The surgery was scheduled for (B)(6) 2021.